Manufacturer narrative:
(B)(4). Visual and functional inspections were performed on the returned device. The reported link break (not cuff miss) was confirmed.

Manufacturer narrative:
(B)(4). Evaluation summary: visual and functional inspections were performed on the returned device. The reported cuff miss was confirmed based on the observed link detachment. The investigation determined the reported difficulties and treatment appear to be related to circumstances of the procedure. A review of the lot history record revealed no manufacturing nonconformities. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
(B)(4). The device was received. Investigation is not complete. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that arteriotomy closure of the calcified left common femoral artery was attempted using a proglide device via a 7fr sheath after an intervention to treat peripheral artery occlusive disease. Reportedly, a link break occurred. A second proglide device was used to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure. The physician is reportedly trained in the use of the proglide device. No additional information was provided.